Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion during therapy in the e.r.( medication, programmed amount and delivery rate unk) the pump was set up with a primary line and connected to the patient with a primed onelink extension set. The downstream occlusion alarm occurred immediately upon starting the infusion. The pump was swapped with a second pump in an attempt to alleviate the reported downstream occlusion alarm. It was also reported there was no patient injury. See MFR report#: 1314492-2015-05427 the refers to the second pump involved in this event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed if the device is returned, an evaluation will be completed and a supplemental report will be submitted.